Event description:
Inline suction ballard had a hole with a small leak. Found when turning patient's head to right. Ballard was quickly changed to new ballard safely. No pt harm was reported. Similar issue was reported for another patient as well. This specific lot was sequestered and taken out of use.